Event description:
It was reported that the patient was at the emergency room due to inappropriate therapy for svt (supraventricular tachycardia). It was noted that the patient would be managed pharmacologically, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, (B)(6) 2011; 419478 implantable pacing lead, (B)(6) 2011. (B)(4).